Event description:
During implant of the left ventricular (lv) the guide wire became stuck in the lead. The lv lead was removed and replaced with a different lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).